Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while inserting the lens in the patient's eye, the haptic was bent. The incision was enlarged to remove the lens and sutures were required. Another lens was inserted with no issue.